Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. Additionally, one contact was out of cochlea since initial implantation. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient_s hearing sensation with the device has been affected, after a trauma was reported. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient' s hearing sensations with the device is affected. A trauma was reported by the mother. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by the reported impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally, one contact is out of cochlea since initial implantation. A date for explantation has not been made available so far.

Event description:
Patient's hearing sensations with the device is affected. A trauma was reported by the mother. Re-implantation is considered but no date for surgery has been scheduled.